Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions: h11: investigation summary: the complaint (B)(4) has been evaluated. The lot 6004642 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instructions (wi) guideline for test of reference. Samples version 11 for the code leakage from infusion site (specific cause not identified) . Complaint investigations. Sample was provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: 1 used set, the pcc connector needle was clogged (by insulin). Visual and leak test results were within specifications. Visual test according to with wi-4a02071 version 7 test on reference samples, 10 samples out 10 samples passed the test. 1 used set is found in accordance with specifications. Functional test 1 according to wi version 10, version 9 test on reference samples, 10 samples out 10 samples passed the test. 1 used set, the pcc connector needle was clogged (by insulin). Functional test 2 according to wi version 25, version 44 test on reference samples, 10 samples out 10 samples passed the test. 1 used set is found in accordance with specifications. Batch review: the lot 6004642 was manufactured according to the document version 78 on the packing process in the machine 12, on 02/dec/2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event. As a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set was leaking at site event on (B)(6) 2024. The infusion set has been used for 1 day. No further information was available.